Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The device was received in two sections due to a break which had occurred in the hypotube. The break was located at 21.3cm distal to the strain relief. A severe kink was noted in the hypotube at 1.7cm proximal to the break site. It is noted that the break and kink that was identified are all consistent with excessive force having been applied to the shaft. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent identified no damage or issues with its profile. The stent was securely crimped onto the balloon. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.50x32mm promus premier' stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube break.